Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display, the buttons would light up then fade away slowly when pressed. Customer reported the reservoir had leaked in the device. Customer's blood glucose was unknown. During troubleshooting, customer reported the device was alarming but the customer could not read the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display was noted. All operating currents were within specification and no damage was noted to the isolation tape. No back light or vibrator anomaly was noted. The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The functional testing could not be completed due to this anomaly. No moisture damage was noted to the electronic stack, battery tube, or vibrator assembly. No cosmetic damage was noted.